Event description:
Per the clinic, the patient experienced an infection and abcess formed at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported) however the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. The patient was not reimplanted.